Event description:
It was reported that this patient with this right atrial (ra) lead experienced pocket erosion. This lead was explanted without replacement. No additional adverse patient effects were reported. As of today this product has not been returned for further investigation.

Event description:
It was reported that this patient with this right atrial (ra) lead experienced pocket erosion. This lead was explanted without replacement. Intravenous antibiotics were given to the patient. No additional adverse patient effects were reported. As of today this product has not been returned for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection and detailed analysis did not reveal any abnormalities.